Event description:
The issue occurred during preparation for use prior to a therapeutic medical treatment. The procedure was completed with the same set of equipment with no delay reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the monitor power turns off. The issue occurred during preparation for use, prior to a therapeutic operation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no startup of the device. Should additional relevant information become available, a supplemental report will be submitted.